Event description:
Boston scientific received information that post implant of this right ventricular lead, an x-ray revealed a pneumothorax. No intervention was required. A few days later, a repeat x-ray revealed the pneumothorax had resolved. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.